Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized bench. Results of the evaluation confirmed the customer's alleged malfunction. The philips bench repair technician (brt) replaced the faulty speaker assembly to resolve the issue. The unit has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed the speaker assembly. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
The customer reported the unit has no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.